Event description:
According to the report, the handpiece would fire and then stop working after a few channels.

Manufacturer narrative:
According to the report, two handpieces initially fired but stopped working after a few channels. There were no patient injuries. This report represents the first of the two handpieces. Any additional information will be provided in the follow-up report. Both devices were evaluated visually. This evaluation revealed charring of the fiber that is usually contained within the handpiece; the charring caused the fiber to break apart and this allowed the fiber to slip out the back. This damage is consistent with user error involving bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed, extreme heat is produced resulting in breakage of the fiber bundle. The same damage was seen in both devices.

Manufacturer narrative:
According to the report, two handpieces initially fired but stopped working after a few channels. There were no patient injuries. This report represents the first of the two handpieces. Both devices were evaluated visually. This evaluation revealed charring of the fiber that is usually contained within the handpiece; the charring caused the fiber to break apart and this allowed the fiber to slip out the back. This damage is consistent with user error involving bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed, extreme heat is produced resulting in breakage of the fiber bundle. The same damage was seen in both devices.

Event description:
According to the report, the handpiece would fire and then stop working after a few channels.